Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient had a fever in may 2023 and also hit her head around the same time. Re-implantation is considered.

Event description:
The recipient had a fever in (B)(6) 2023 and she hit her head around the same time. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient had a fever in (B)(6) 2023 and hit her head around the same time. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient had a fever in (B)(6) 2023 and also hit her head around the same time. The user will be seen again for a follow-up in two weeks_ time. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.